Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process, which could be associated with the reported event. The entire lot has been sold and distributed. The insert label that is included in the packaging of the product contains indications, and warnings to perform the connection. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, the reported event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the solution bag and the cassette. The patient reported receiving supply bag lines are blocked message during dwell three of four of their pd treatment. The patient stated that solution was dripping from the line, and they were going to retighten the connection. The patient discontinued treatment, and was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient had told them there was nothing flowing during treatment, however, had not reported the solution dripping down the line. It is unknown if the patient completed treatment following the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.